Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. Unit had scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 146 mg/dl. Troubleshooting was performed. The device was returned for analysis.